Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the 8mm monopolar curved scissors (mcs) tip cover accessory had a hole or tear. The orange section was exposed and the instrument insulation was not sufficient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a da vinci-assisted surgical procedure. The mcs instrument and the mcs tip cover accessory were inspected prior to use and there were no damage noted. The cannula was inspected prior to use using the pin gauge. It is unknown what surgical task was being performed when the issue was identified. The erbe generator was used for this procedure. The mcs instrument tips did not collide with any other instrument or tool during the procedure and the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The grounding pad was used on the upper leg and there were no issues noted. The installation tool was used while installing the mcs tip cover accessory and it was not installed beyond the orange surface. Electrolube or any other lubricant was not applied to the mcs instrument prior to the tip cover installation. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
D15 - intuitive surgical, inc. (Isi) has requested the 8mm monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument or the accessory has not been received. A follow-up MDR will be submitted if the instrument or the accessory are returned (post failure analysis evaluation) or if additional information is received. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video of the procedure was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the mcs tip cover accessory had a small hole or tear with no evidence or claim of user mishandling/misuse. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual ""it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized."" Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.